Manufacturer narrative:
It was reported that power port 1 was found loose. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to evaluate loose connectors after further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose port. The controller remains in use and continues to be monitored. No patient complications have been reported as a result of this event.